Event description:
The customer reported problems with the seal when a mating device is connected to the 1000m split septum connector. The leaks occur when the connector has been first accessed with the carefusion 11g locking blunt connector and subsequently is accessed with a non-carefusion 18g blunt cannula. The transport vial containing the returned injection port had the date and time of the event, patient room number and "air bubble" written on the vial. There was no patient/staff harm and medical intervention was not required. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.